Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit messages overheating. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse noted that a compressor replacement was required. So, in order to solve the issue, the fse replaced the scroll compressor (0119-00-0236). The fse then performed a sensor calibration and functional tests. The unit was then cleared for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit messages overheating. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.